Event description:
It was reported that patient experienced an infection at the implant site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to infection was reported to abbott. The patient was administered antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. During processing of this complaint, attempts were made to obtain complete event and patient information.